Event description:
As reported, a 55 year old male patient was planned to be treated with web sl for acom aneurysm. Via 33 catheter with the help of traxcess, through navien was parked inside the aneurysm. Based on the measurement web 9x5 sl ( (B)(6) ) was selected and delivered through via33. After fully deployment of the device, physician start detaching the device, after doing multiple attempts device was not detaching. Then physician took another web detacher and tried again to detach the device, but still condition remain same. Finally physician took the device out and tried another web sl 9x4 ( (B)(6) ) after deploying the device in aneurysm physician started detaching the device and face the same issue while detaching the device ,after doing multiple attempts condition remains same finally physician took another web sl 8x4 and after deploying the device it detached in a single attempt and case completed successfully. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available however, has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies difficult or delayed web detachment as potential complications associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant -introducer items not returned for evaluation: -dispenser hoop -microcatheter -controller the web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 9.0 ± 0.9, height(mm)= 5.0 ± 0.5), but the pusher was found kinked at the hypotube to connector junction. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found to be stretched and did not show signs of activation using a detachment controller (img c). Further inspection found the black lead wire broken at the distal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol ¿ (spec= 66-78¿), which is out of specification due to the broken lead wire. The investigation of the returned web system found the pusher kinked at the hypotube to connector junction. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.